Event description:
Cardiac arrest victim found in a car that was idling for 3-3.5 hours. Fireman paramedics removed the patient from the car and performed resuscitation procedures. The medics applied the device and ran the autopulse for one minute without any difficulty. They stopped the device to intubate the patient and pressed the "start" button and received a "system fault" at the user interface. The medics attempted to clear the fault according to the manufacturer's instructions without success. They opened the chest bands and performed manual CPR. The arrest victim was pronounced dead at the scene. The medics communicated that they did not believe the device malfunction was related to the patient's death since there were signs of lividity in the patient's dependent areas.